Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Cause was not known. Reportedly, the customer lost consciousness as a result of the low bg and was transported to the hospital by emergency medical technicians. Reportedly, the customer was treated with tresiba while in the hospital and was released (B)(6) 2023. Additionally, it was reported that the pump's alert sound was not annunciating appropriately. The customer declined to provide further information regarding the event; therefore, no additional information was able to be obtained.